Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On february 24, 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra ping meter read inaccurately high in comparison to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that the alleged meter inaccuracy began (B)(6) 2017 at 11.45 pm. The patient reported obtaining an alleged inaccurate high blood glucose result of ¿80 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that he manages his diabetes using insulin pump therapy and denies making any changes to his usual diabetes management regimen in response to the alleged issue. 45 minutes to an hour after the issue began the patient¿s wife noticed he had developed symptoms of ¿sweating and unable to wake¿. The patient¿s wife called the emergency services (ems) who arrived at approximately 1 am, and treated the patient with a glucagon injection. Following treatment, a blood glucose result of ¿87 mg/dl¿ was obtained on the ems meter and ¿117 mg/dl¿ on the patient¿s own meter. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.